Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was admitted to the hospital after having symptoms of a stroke. An MRI was performed, and the results were normal. Patient is getting effective therapy with the system.

Manufacturer narrative:
The patient was experiencing effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.